Event description:
It was reported that this lead had a total loss of capture and sensing due to lead dislodgement. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.